Event description:
It was reported that after the catheter insertion the clinicians tried to flush the central lumen, but they felt the catheter was blocked inside. As they suspected, the catheter was blocked. The catheter and sheath were exchanged. A yamato catheter from datascope was used. There were no reported patient complications.

Manufacturer narrative:
F/u report will be filed if add'l info becomes available.